Manufacturer narrative:
(B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed which is the us list number. The device involved in the event was not returned; therefore a return sample evaluation will not be performed. A follow up report will be submitted upon completion of the batch record review or if any additional relevant information is received.

Event description:
On (B)(6) 2016, patient in (B)(6) was started on duodopa treatment using percutaneous endoscopic gastrostomy (peg) tube. On (B)(6) 2016, patient experienced discharge from the stoma site which caused prolonged hospitalization. On (B)(6) 2016, patient was treated with antibiotic medications cipro 2x500 mg orally and also used sulbaksit 4x1.5g intravenously and furacin pomad 1x1 topically. On (B)(6) 2016, the discharge from stoma site has been recovered and cipro and sulbaksit have been stopped. Furacin pomad usage was ongoing. On (B)(6) 2016, patient was discharged from the hospital.

Manufacturer narrative:
(B)(4). A batch record review was performed for the lot number provided, and no non-conformances or deviations were identified. No defect, deficiency, or malfunction of the abbvie peg tube was described. The batch record review did not identify any probable or root causes that would contribute to the patients condition. A return sample evaluation was not performed because tubing was not available. No corrective or preventive actions have been identified at this time. Stomatitis is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.